Manufacturer narrative:
Lot/device manufacturing records were reviewed and found acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(4) indicating that during a procedure a 25ga cutters was not cutting with very little aspiration present. There was no report of injury or consequences to the patient.

Manufacturer narrative:
One 25ga vitrectomy cutter was returned in a plastic bag along with a bl5525wv pack label from lot v5919. The tip protector was not returned. Visual examination found the needle bent, the port window in the opened position and dried solution visible in the tubing. A functional test was performed using a stellaris pc system. The inner needle cannot move and therefore it does not cut. The bent needle could contribute to poor cutting performance due to binding between the inner and outer needle assemblies. Due to the returned conditions of the cutter, the cause of the bent needle cannot be determined. The lot/device manufacturing records were reviewed and no anomalies or discrepancies were noted. The pack met specification at the time of release. Based on all information, no causal factors can be determined and no conclusion can be drawn.